Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received an "off no power" alert and did not receive a low battery alert prior. Customer's blood glucose was not reported. During troubleshooting, customer reported that battery cap was fine. After troubleshooting, customer was advised that insulin pump would be replaced.